Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. During middle of the case while patient was on the table, a "drawer stalled" error occurred. Another catheter was tried but still getting the same issue. The console was turned on and off and wiggled drawer but was still stuck. The procedure was unable to be completed. No patient complications were reported.